Manufacturer narrative:
(B)(4)

Event description:
A patient in the (B)(6) was undergoing continuous renal replacement therapy (crrt) on a prismaflex machine. Reportedly, the status screen on the prismaflex froze in the ¿effluent bag screen¿ and treatment ended. The blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 189 ml. According to the health care professional the patient received a blood transfusion following this event. They also stated the blood transfusion would most likely have been required anyway.